Manufacturer narrative:
The customer¿s report that the syringe module kept switching to calibrate mode and failing calibration was confirmed. Physical inspection showed the device had split nuts with worn threads and the barrel clamp sensor was observed separated from the mechanism. Review of the syringe module error log identified 13 instances of error code 351.6660.0 (syr plunger position failure) between (B)(6) 2018 and (B)(6) 2018. Asm plunger force accuracy test was performed and the upper housing assembly backed off with an audible clicking noise which is indicative of the split nut slipping on the drive screw. Inspection of the split nut confirmed worn and stripped threads. The root cause of the reported issue is worn split nuts.

Event description:
The customer reported that a pump infusing epinephrine kept switching to calibrate mode while on a patient. After the device was cleared through the facility's risk management department, the facility's biomed department performed pm and calibrations to see what was wrong with the unit. It failed both the pm and the calibrations for the plunger force check and calibration. The software then prompted that it needed repair. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the syringe module kept switching to calibrate mode and failing calibration was confirmed. Physical inspection showed the device had split nuts with worn threads and the barrel clamp sensor was observed separated from the mechanism. Review of the syringe module error log identified 13 instances of error code 351.6660.0 (syr plunger position failure) between 28march 2018 and 19april 2018. Asm plunger force accuracy test was performed and the upper housing assembly backed off with an audible clicking noise which is indicative of the split nut slipping on the drive screw. Inspection of the split nut confirmed worn and stripped threads. The root cause of the reported issue is worn split nuts.

Event description:
The customer reported that a pump infusing epinephrine kept switching to calibrate mode while on a patient. After the device was cleared through the facility's risk management department, the facility's biomed department performed pm and calibrations to see what was wrong with the unit. It failed both the pm and the calibrations for the plunger force check and calibration. The software then prompted that it needed repair. There was no patient harm.